Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp did not display a flow rate during set up for a training session. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the scp did not display a flow rate during set up for a training session. There was no patient involvement.